Manufacturer narrative:
Investigation summary: customer returned photos of 1cc bd allergy syringes from lot # 8143654. Customer states that the needle coming through the shield and there was a needle prick of an unused needle. The attached photos were examined and exhibited the cannula through the shield, exposing the cannula, which could cause a needle stick. A review of the device history record was completed for batch #8143654. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: manufacturing process: needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production.

Event description:
It was reported that bd¿ syringe allergy w/ndl rb had sterility breach before use.